Event description:
Pt ot profile meter was reading inaccurately low. They obtained two readings of 22 mg/dl and 25 mg/dl. It is unk how long pt has been getting low readings. At the time they were experiencing symptoms of dizzy and blurred vision. They were driven immediately to the hosp within 10 minutes and they tested their blood sugar obtaining a reading of 275 mg/dl. They were treated with insulin. Pt stated they had been cleaning the meter with alcohol. Cleaning the meter with alcohol damages the meter and can cause false low readings. The test strips were not expired. This case is being reported due to use error leading to an adverse event. The meter has been replaced.